Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. It was reported that the patient¿s pump was filled in (B)(6) 2021. He came in yesterday past his refill date and the empty reservoir alarm was occurring, so the pump was refilled. Prior to refilling it, they aspirated ¿a tiny bit, about .5 cc¿. Per the hcp, the problem was that when they interrogated the pump, they didn¿t get any data. They then refilled the pump with 4000 mcg/ml baclofen and programmed it with what they had on file which was 1599.4 mcg/day and now he was lethargic and had a decreased mental status. When asked for clarification on what the hcp meant by them not getting any data, the hcp stated that upon interrogation the drug tab showed dashes and did not show any information about what the drug was in the pump. The report from the refill visit was requested for review. Additional information was received later the same day from the hcp who reported that the pump was programmed wrong yesterday. The patient was getting twice as much medication as he was supposed to because the pump was programmed as 2000 mcg/ml but there was 4000 mcg/ml baclofen in the pump. Per the hcp, the patient was on a vent and they needed someone to get to the hospital to assist with turning the pump down or off. The hcp was then transferred to the national answering service to have a local company representative paged. Additional information was received later the same day from a company representative who reported that they were contacted by the patient¿s managing physician who reported that the patient was having symptoms of baclofen overdose specifically respiratory distress. Per the managing physician, the baclofen concentration was changed from 2000 mcg/ml to 4000 mcg/ml and a bridge bolus was not performed, so the patient was getting double the medication. The pump was interrogated, the correct concentration was programmed, and the medication was slowed down per the managing physician¿s orders which were received over the phone, and the ER (emergency room) physician with the assistance of the company representative completed the pump update. The issue was noted to be resolved. Additional information was received on (B)(6) 2021 from an hcp when the hcp was contacted to review the refill report that was received from the refill visit on (B)(6) 2021. Review of the report determined that the dashes in the reservoir volume field meant that the reservoir was empty, but the report included that the drug in the reservoir previously was baclofen 2000 mcg/ml with a dose of 1559.4 mcg/day and that the programmer was operating as intended. It was then reviewed that the patient was actually getting 3,198.8 mcg/day since 4000 mcg/ml was in the reservoir after the refill on monday. The hcp stated that they understood and that a company representative had gone to the hospital last night and assisted with programming thepump to read baclofen 4000 mcg/ml and the dose per day was turned down to 400 mcg/day. The patient was transferred to a different hospital last night and admitted to the neuro ICU (intensive care unit). The patient was now up this morning, off the vent, was alert, and eating. The hcp stated that they had no further questions and that the event was due to a programming error on the part of the office.